Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation finding of side car rx pushback. Block h10: the returned trapezoid rx was analyzed, and the product analysis observed the side car rx was torn and pushed back by 3.5 mm. The reported event of side car rx torn was confirmed. Based on all available information, the reported clinical observation and the additional investigation finding of side car rx pushback could have occurred due to the technique used, patient's anatomical conditions, or due to excessive manipulation when trying to open the basket. Additionally, it is possible that these problems could have been generated if there was difficulty removing the guidewire from the side car. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tip of the side car rx was found torn. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of side car rx pushback. Please see block h10 for full investigation details.